Manufacturer narrative:
Additional information from section d4: primary unique device identification (UDI): (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The capsule was advanced for removal of the delivery system after deployment of the valve. While advancing the outer capsule back over the locking ring, the capsule became bunched and could not be fully brought to meet the nosecone. It's perceived that the capsule may have gotten caught on the perclose and folded into the marker band. After the delivery system was removed, the patient was steadily bleeding from the ij site. The physician asked a vascular surgeon to assist with the closure of the site which required a patch.